Event description:
The c-ring separated from the screw and liner and fell into the pt's hip. After surgery; an x-ray was taken and the c-ring was visualized. The surgeon was not willing to provide pt info.